Event description:
It was reported, that the patient presented in clinic for follow up. Upon review, it was noted, that his leadless pacemaker implant site was oozing brown discharge. Antibiotics were administered to address the infection. The patient condition was stable.